Manufacturer narrative:
Mw507954. Voluntary medwatch report number mw5079545.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient's spouse stated the glucose measurement on the cgm was two point below 30% of what the patient's actual blood sugar was when checking on the blood glucose meter. He stated that upon waking up, the patient's bg reading was 36 mg/dl on the meter, compared to the cgm that was reading above 70 mg/dl. He stated that the patient experienced a life-threatening event to which she was aware enough to fully recover. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.